Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare provider and a manufacturing representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a full system removal because the patient had an infection at both incision sites. The device was discarded. The issue was resolved at the time of the report.